Event description:
The customer stated that her meter was reading lower than bd meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not adjust medication or allege any adverse events. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned.